Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was positioned 2-3 mm from the annulus on the non-coronary cusp (ncc) and left coronary cusp (lcc) while pacing at 120 beats per minute (bpm). The valve immediately dislodged and was snared. A second valve was implanted 3-4 mm from the annulus with high pressure during release. A gradient of 50 mmhg was reported between the left ventricle inlet and the left ventricle outflow tract (lvot). There was no valve gradient. An aortic pressure of 140/55 mmhg and a left ventricle pressure of 138/22 mmhg were reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.